Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a near syncopal patient presented to the hospital. Upon interrogation, it was noted that the atrial lead exhibited episodes of noise oversensing causing pacing inhibition. The atrial lead was reprogrammed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: h6 - health effect - clinical code should be "2194 - dizziness" instead of "4411 - syncope/fainting".